Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received blank display screen. Customer stated that she just woke up and her pump was off. The blood glucose was unknown at the time of the incident. Customer states there were not unattended alarms. Troubleshooting steps were guided for blank display screen. Customer advised to disconnect from the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify battery power loss alarm, battery out limit alarm, off no power alarm and auto off alarm due to blank display.